Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow up will be sent if additional information is received.

Event description:
Per the independent repair center, the customer alleged problem is unit is alarming. The key failure is the on off switch has no audible alarm. (B)(6) 2015 ~ unit alarming was chosen in error. Per the independent repair center, the reason for repair is unit alarms not functional.